Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D1) catalog #: igtcfs-65-2-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar under 510(k): k121629. (B)(4). Investigation still in progress.

Event description:
Description of event according to initial reporter: "as reported by the physician, the fvc system of the jugular was placed through the femoral access, in order to place the filter in the superior vena cava. During the placement of the filter by the sheath a resistance was felt as it advanced, as if the sheath was folded, presenting difficulty in retracting the filter and removing it from the sheath. A new material was opened and the procedure was completed without intercurrence". Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and image review. The clinical indication for placement of the superior vena cava filter was not discussed in the complaint report. This is off label use of the device and is not discussed or described in the IFU. The complaint report discusses the "folded" appearance of the deployment sheath when advancing a celect-pt filter loaded in a jugular fashion from the femoral approach. The single image relevant to this part of the case also demonstrates extravasation of contrast from the sheath in this region, indicating either a hole or rent was created in the sheath. The device utilized was a uni device, indicating the deploying physician captured the hook and loaded the filter in the deployment sheath. This was then advanced through the femoral approach in the opposite intended direction as is typically performed when advancing from an internal jugular approach, i.e. Feet first from a femoral direction. Given the angle between the common iliac vein and the ivc, advancing the filter through this angle, in the opposite direction as intended, likely resulted in the filter feet inadvertently engaging with the wall of the deployment sheath as the abrupt transition of the filter feet approached the slightly curved sheath. With additional forward pressure applied, this further engaged the filter feet with the sheath, kinking the sheath and creating a rent or hole within the sheath. This also accounts for the difficulty removing the filter as described as the filter feet were partially embedded in the sheath. As the filter is not intended to be advanced in this direction from the common femoral approach, this scenario is not typically encountered. The feet first orientation is used to advance from the internal jugular vein through the svc and ivc which are typically more of a straight orientation. In all likelihood, the filter feet were not completely retracted within the inner deployment sheath and given the off label use of the device from this approach, contributed to the inadvertent engagement with the deployment sheath. IFU, instructions for use: the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. IFU, intended use: the product is intended for percutaneous placement via a femoral or jugular vein for filtration of inferior vena cava blood to prevent pe. IFU, device description: the femoral and the jugular introducers are clearly marked at the handle. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events